Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Device not returned.

Event description:
It was reported that a malfunction alarm occurred while the customer was sleeping. Customer's blood glucose level was 150 mg/dl. Customer reported that an alternate pump would be used to manage blood glucose levels; however, recommendation was made by tandem technical support to consult with health care provider to discuss backup method.